Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No unexpected battery out limit or bolus stopper alarms noted.

Event description:
Customer reported that she had unexplained high blood glucose. Customer stated that her insulin pump is not delivering the insulin. Customer stated that her reservoir has the same amount of insulin for three days. Customer stated that she programmed basals, but her insulin pump did not deliver any insulin. Nothing further was reported.